Event description:
As reported by legal team, patient claims to have had a knee replacement in 2010 and has been in pain ever since. She said that she¿s seen multiple surgeons who have recommended she have a revision, but she has cardiac health issues (and just had open heart surgery), and her cardiologist has recommended against her having any further surgeries.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H3: as reported by legal team, patient claims to have had a knee replacement in 2010 and has been in pain ever since. She said that she has seen multiple surgeons who have recommended she have a revision, but she has cardiac health issues (and just had open heart surgery), and her cardiologist has recommended against her having any further surgeries. No other information available. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.